Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Section a: patient age and weight is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was noted that a few minutes after the impella was correctly positioned, patient's blood pressure dropped dramatically. The doctors performed an echo and detected a pericardial effusion. As a result, the impella was removed and team performed a pericardiocentesis. Patient is stable post explant.